Event description:
It was reported that a power injectable microbore non-dehp catheter extension set had no flow. It was stated that the unknown catheter was able to be flushed; however the luer lock of the catheter extension set would not flush as there appears to be an air pocket. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. The device was visually inspected and no abnormalities were noted. The device was functionally tested (simulated-use) and the device failed the clear passage test, verifying the reported condition. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.